Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome attachment device had vibration. It was further determined that the device failed pretest for vibration. It was noted in the service order that during an unspecified surgical procedure, the device did not function and was unable to work. There were no reports of surgical delay and another device was used to completed the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.